Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned (a replacement device was provided).

Event description:
During preparation for use in a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console could not be operated. At start up vertical lines appeared on the screen. There was no adverse consequence to the pt as a result of this event.